Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated insulin pump had air bubbles in tubing. Customer noticed air bubbles during therapy. Customer also stated that approximate size of air bubble was about 5 inches from the reservoir. Customer stated that they had no serious symptoms of high blood glucose but saw thirst and urination. The insulin pump will not be returned for analysis.